Event description:
It was reported that the right ventricular (rv) lead appeared shredded, with non capture in the tip and had low impedance. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).